Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the surgeon attempted to fire the device and the clips did not close together. Another er320 was opened and worked fine to complete the case. There was no consequence to the pt.